Event description:
It was reported that both the right atrial and right ventricular leads dislodged during a defibrillator upgrade procedure. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and it appeared distorted. The outer insulation was breached cut and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). Apparent explant damage was noted. (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer insulation was cosmetically cut, and exhibited a cosmetic depression. There was blood on the helix/lobe mechanism, and the helix/lobe appeared distorted/bent. The proximal conductor appeared distorted, and there was apparent explant damage noted.